Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 20116937. We had an issue with our IV tubing. Primary tubing was not flowing freely, initially it was good line and then it stopped flowing. IV site was flushed and there was no issues with the catheter itself.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/24/2021. H.6. Investigation: one sample (model #2420-0007) was returned by the customer. It was reported that the primary tubing would not flow freely and then stopped. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. An infusion run was conducted at a rate of 125 ml/hr for 1 hour using pump dchu-0010 and pump module dchu-0013. The infusion was completed without any issues. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2420-0007 lot number 20116937 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20116937 regarding item #2420-0007. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 20116937. We had an issue with our IV tubing. Primary tubing was not flowing freely, initially it was good line and then it stopped flowing. IV site was flushed and there was no issues with the catheter itself.